Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next one meter with serial # (B)(6) was tested with the in-house contour next test strips with lot # 0mped01b and in-house contour next control solution with lot # 0bv2g64, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 3.9 mmol/l at 2:20 p.m. On the contour next one meter. The customer was feeling hypoglycemic symptoms such as tiredness and hungry, which were in alignment with the reading obtained on the meter. The customer ate an apple and felt better. The customer performed repeat testing and obtained readings of 16.2 mmol/l at 2:27 p.m. And 15.3 mmol/l at 2:30 p.m. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.